Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pump had a failed pcb, due to fluid ingress, which caused the alarm failures. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump had cosmetic damage on the key pad and that the pump battery had a problem. They did not state what the problem was. When the pump was returned to mmdg for service, it was found that the pump had fluid ingress, and this was causing the no food, shut door and load set alarms to fail. The initial reporter also stated that this occurred during testing and did not affect a patient. (B)(4).